Event description:
It was initially reported on (B)(6) 2024 that a missing sensor wire occurred on (B)(6) 2024 . The sensor was inserted into the arm, on (B)(6) 2024 . On (B)(6) 2024 , the patient contacted dexcom and provided additional information about the reported missing sensor wire that occurred on (B)(6) 2024 . The patient reported that after the sensor was removed, she could feel something under the skin. The patient attempted to remove the sensor wire herself using tweezers prior to consulting a doctor about the retained sensor wire. The patient went to the hospital on (B)(6) 2024 and a minor surgery was performed to remove the sensor wire. The patient reported they had a big cut on their arm and had stitches, however, the doctor was not able find the sensor wire. The doctor advised the patient to wait a week to come back for a follow up appointment ((B)(6) 2024 ) to have the stitched removed. The patient reported they were not provided any medication such as antibiotic or pain reliever medication for the minor surgery. On (B)(6) 2024 , follow up contact with the patient was made and the patient reported that the site where the sensor was is swollen and tender and she was not able to schedule an appointment for consultation with a different facility from her doctor. On (B)(6) 2024 , follow-up contact with the patient was made, and the patient stated the site was still swollen, the sensor had not been removed, and the patient said she would not visit a different facility until the site healed. At the time of the report the patient was okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4).